Manufacturer narrative:
Age at time of event:18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the radial. The 95% stenosed, eccentric, de novo, 8mm in length target lesion being treated was located in the moderately tortuous, moderately calcified, 3.5mm in diameter proximal left anterior descending (lad). It was noted there was no flow in the lad at the time of the procedure. The physician used an export catheter to remove clot, and then after the lesion was pre-dilated with a 3.0x12mm maverick balloon catheter, a 3.50x12mm synergy stent was deployed in the target lesion. The physician post dilated at 20atms and noted vessel flow was slightly improved. The physician used the same export catheter to remove any residual clot. However resistance was noted while advancing the catheter in the lad and upon removal of the device it was noted that the implanted stent appeared to be shortened. The damaged stent was treated by implanting a 4.0x12mm non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was additionally reported that an intra-aortic balloon was used to treat the slow flow in the lad and the patient was sent for bypass surgery.